Event description:
It was reported that the fiber cap detached during a prostate procedure. The procedure was continued with a second fiber. The outcome was reported as "no damages to the patient." This report is for the first fiber.